Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the product arrived contaminated. Product appears to have been compromised as there¿s a clear liquid inside the packaging on the sterile wrap.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unknown liquid inside the packaging of the kits is confirmed, but the root cause could not be determined. Three unopened 3 fr s/l powerpicc solo provena catheter mb kits were returned for evaluation. Three photographs of PICC kits were returned for evaluation. An initial visual observation of the returned kits showed nothing remarkable along the kit plastic. No liquid droplets were observed throughout the returned kits. The kits were returned unopened. An initial visual observation of the three returned photographs of the returned kits showed liquid droplets inside the packaging of the kits. The kits in the returned photographs appeared to be unopened. Because an unknown liquid was observed in the returned photographs, the complaint of liquid droplets inside each of the three returned kits is confirmed. Return of the unopened kits revealed the kits had not been opened. Root cause of this failure could not be determined; however, potential causes of this failure include manufacturing and packaging procedure failure, contamination of the product during transportation of the kits, or contamination of the kits during storage of the kits. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported this occurred with three devices. This report addresses all three devices.